Event description:
It is reported, needle 18x1 rb, foreign matter. Customers rn was working as a boarder nurse in the emergency room. After drawing up solumedrol for a patient, she noticed a foreign body in the bd 3 ml syringe. There was what appears to be the metal portion of a small gauge, 1-inch hypodermic needle in the syringe with the medication. The draw was made with a 3 ml bd syringe using a bd precisionglide needle, 18 ga 1 inch, lot number 6020565. It is extremely unlikely the smaller needle could have come out of the solumedrol vial and impossible that it was already in the bd syringe. Eliminating those as suspects, the needle had to be inside the lumen of the bd precisionglide 18 ga 1 inch needle, probably from the manufacturing process. I have the syringe and needle; we left it as it was when dispensed. I also have the packaging for the needle involved. Also of note, the precisionglide needle, 18 ga 1 ½ inch needles can have the same lot number as the 1 inch. This occurred in the medication room and did not reach the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.